Manufacturer narrative:
(B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of one-link non-dehp standard bore catheter extension sets disconnected from unspecified access sets. It was further described that the luer lock was not securing tightly and was coming unscrewed which would result in leaking. These events occurred intraoperative while giving propofol and occurred on inpatient units. There was no report of patient injury or medical intervention associated with these events. No additional information is available.